Manufacturer narrative:
An investigation is in progress to determine the cause. The fse replaced the usm to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, called in to report that arm 3 is having recoverable 32100 errors. Staff hard power cycled the system, and then power cycled again. However, error continues to return. Tse advised that they can disable the arm but an fse will need to service the system to resolve the issue. Fse to follow up. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with 3 arms and no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replace the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found that the unit came into failure analysis with a reported problem of error 32100 which was confirmed as having occurred in the field and replicated. Remote fe recorded error 32100 pointing to the aca. Unit was tested on an in-house system in normal mode where it triggered error 32100. Unit was also tested on a pftp where it failed direction test of the pitch. The pitch brake will click but would not move. The pitch brake connector was reseated at the aca and unit passed. No signs of damage during visual inspection. The aca was found to be the root cause of the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure.

Event description:
Refer to h11 for follow-up information.